Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. According to the patient, on approximately (B)(6) 2025, the patient was hospitalized due to having a bg meter reading below 10 mg/dl. It was not specified what the cgm was displaying during this event. No patient symptoms were reported. The patient had an MRI and CT scan done and the patient¿s sensor was removed. The patient reported being in the hospital for one week. The patient refused to provide any additional event details. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.